Event description:
On (B)(6) 2015, pt underwent intramedullary (imhs) hip screw placement for treatment of subtrochanteric right hip fractures. During the surgery, the cm nail was placed without difficulty. During the placement of the proximal interlocking screw, the long cm nail reamer bogged down and then stopped. Fluoroscopy was used and it was found that there were metal fragments from the reamer embedded in the pt's femur. The reamer was removed and found to be fractured at the tip. The MFR had just replaced this instrument; however, it was replaced with a used instrument. It is not known how many times the reamer had been used previously and there is no known specs for the number of times it should be used.